Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported a spectrum pump had over-infused during a secondary infusion on a pt in the intensive care unit. The customer reported, "programmed IV pump to infuse rocephin 2g/100ml at 200ml/hr ivpb with a ns 15ml a 200ml, however pump alarmed infusion complete after 5 minutes of running." Due to this reported problem, the pump was swapped for a new one.